Event description:
It was reported that customer experienced minimum fill notification while attempting to load new insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge, removed pump from case, cleaned pump pneumatic area as instructed, reloaded same cartridge, and successfully resumed insulin delivery with no further issues reported.